Manufacturer narrative:
Device evaluation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the sample picture it appeared intact. The photos do not provide enough evidence to determine any failure of the sample. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned information was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc and experienced symptoms including a stabbing heart pain in her back area, a numb left hand, blurry vision, shortness of breath, numb right foot, skin lesion on face that don't heal, asthma, allergies, fatigue, can only sleep on back, inflammation, sensitivity to light, numbness in both legs, pain in brain, upper neck, and spine area, twitching, ringing, wetness in ears, sound and light sensitivity, morning sweats, joint sweats, and imbalance. The patient believed she was experiencing a heart attack. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the right side device.